Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 5 mg for a total dose of 4.79085 mg/day, bupivacaine 20 mg for a total dose 19.1634 mg/day, and clonidine 400 mcg for a total dose of 382.26806 mcg/day via an implantable pump. It was reported on (B)(6) 2019 the patient reported unspecified difficulty activating personal therapy manager (ptm). No intervention was performed at this time. On (B)(6) 2019 the patient reported resolution without intervention. A review of the programmer report from (B)(6) 2019 revealed the empty reservoir alarm had occurred which would have prevented the patient from activating their ptm. The pump was refilled on (B)(6) 2019 which would have remediated the problem. The outcome of the difficulty activating the ptm resolved without sequelae on (B)(6) 2019 and the outcome of the empty pump resolved on (B)(6) 2019. The device diagnosis was other difficulty activating ptm. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2020. It was clarified that the patient had missed their scheduled refill appointment.